Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented to the clinic for an unrelated issue. Upon interrogation, the atrial lead exhibited noise which led to inappropriate mode switches. Other electrical measurements were normal. The noise was not able to be reproduced with isometrics. No intervention was reported. The patient was doing fine and would continue to be monitored.